Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Procedure went well until the moment the hospital changed the tools to start using the c-ring. Its stem was doubling when hospital put on the c-ring tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be bent in the center of the scope wash tube. The c-ring was observed to be intact, with no visual defects observed. No other visual defects were observed. Based on the photographic inspection, the reported failure "break; c-ring cut" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent; scope wash tubing". The DHR, shop floor paperwork have been reviewed and there were no nonconformance recorded. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Procedure went well until the moment the hospital changed the tools to start using the c-ring. Its stem was doubling when hospital put on the c-ring tool. A replacement device was used to complete the procedure. The hospital did not report any patient effects.